Event description:
Current ICD generator was on alert because of potential for early battery failure. By the pts high-risk profile, it has been discussed with pt the need to change the device prior to complete battery depletion.